Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user ran out of cgm sensors for several days and sought guidance on operating the ilet without a sensor, leading to education on bg run mode and manual bg entry; a fingerstick bg of 239 mg/dl was obtained with difficulty due to calloused fingers and entered into the ilet, and the user understood they could continue to announce meals. Symptoms included none, and the user felt well. Outcomes included continued therapy in bg run mode without alerts or alarms, no hospitalization, and no medical intervention beyond troubleshooting and education. Investigation included customer education on device operation in bg run mode and confirmation of proper use for manual bg entry and meal announcements. Investigation of this case revealed no device malfunction, no alarm behavior, and user-related challenges with capillary sampling, with the device and its user interface functioning as designed. It was concluded, based on previously established findings for similar reports, that the cause was use without a cgm sensor combined with user difficulties performing fingerstick measurements, with the device performing within specifications.